Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed food and was unable to deliver a bolus request. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to perform troubleshooting or upload the pump data logs.